Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2012 due to product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).